Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6 and h10. Corrected data: b5. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, coating on the insertion tube peeling was likely caused by external factors or handling of the device. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿. 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
Issue was found during preparation for a diagnostic procedure.

Event description:
The customer reported to olympus, the bronchovideoscope insertion part was wrinkled. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, it was found that the coating on the connecting tube had peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the bend angle in the up direction did not meet the specification due to wear of the angle wire. The connecting tube was wrinkled. The electrical connector was corroded. The bending section cover was cut and not waterproof. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.